Event description:
Complainant alleged that during functional testing, the device would not power on with battery power. The device was able to power on via ac power. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.